Manufacturer narrative:
Follow-up # 2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: the retain test strips were found to be to be biased low at 100 mg/dl. In addition, a DHR (device history record) was completed for the associated meter lot and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had inaccurately low control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred on an unspecified date "3 weeks prior to the alert date of (B)(6) 2015. At this time the reporter obtained control solution readings of "87 and 100mg/dl" on the subject meter. This falls out with the control solution range of "108-144mg/dl" for this strip lot. The patient does not take any medication in order to help manage their diabetes and denied making any changes to their regular diabetes management regimen due to the meter issue. During the initial call with the cca the patient stated that they developed the symptoms of "dry mouth, sleepy and thirsty" hours" after the alleged product issue occurred. Despite these symptoms, however, the patient denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the control solution being used was expired. In addition, the patient did not have the correct calcode set on their meter. The unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately low control solution readings on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged product issue began.